Event description:
It was reported that the patient had persistent pain in the implantable pulse generator (ipg) pocket site and requested an explant of the device. The reactiv8 system was removed without complications. Although requested, the device was disposed of at the facility. No device analysis can be carried out. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4). Other devices explanted. Model: 8145. Description: reactiv8 implantable pulse generator. Serial number: (B)(6)/(B)(6). UDI: (B)(4)/(B)(4).